Event description:
It was reported that the customer's insulin pump alarmed an error and the battery was changed. It was stated that the battery was changed several times before calling. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display. Problem isolated to the motherboard. Further testing could not be performed due to the frozen display.